Event description:
Complainant alleged that during biomed testing the device power up without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's lcd color inverter connector cable and lcd color cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.